Manufacturer narrative:
The returned device was examined. The tip was fractured and twisted. The complaint is confirmed. The cause is likely related over-torquing or not having the driver tip fully being seated within the mating blocker during use.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). The driver was not returned so an evaluation was unable to be performed. As such, no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.

Manufacturer narrative:
UDI number: ni. Establishment name: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening of the blocker within surgery. The procedure was completed using an alternative screwdriver without reported patient impacts.